Event description:
Customer reports that during insertion of the noted tube the flange became dislodged from tracheostomy requiring reintubation and reinsertion of a new tracheostomy; during a percutaneous tracheostomy. Customer reported there was possible trauma to the airway due to added intervention post initial tracheostomy insertion. Patient current condition is stable.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.